Manufacturer narrative:
The age of the device was calculated as the time elapsed between device sterilization and the date of the event. (B)(4). Per exemption number e2016005. Oxygenator was returned and investigation of the unit has been planned. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group (B)(4) received a report that the cardioplegia connector was discovered to be detached from the body of the inspire 6f hollow fiber oxygenator during set up. There was no patient involvement.

Manufacturer narrative:
Sorin group italia manufactures the inspire 6f hollow fiber oxygenator. The incident occurred in nieuwegein, netherlands. Per exemption number e2016005, sorin group italia s.r.l. Is submitting the report for both sorin group italia s.r.l (manufacturer) and livanova USA., inc. (Importer). Visual inspection of the returned unit confirmed that the coronaric valve was disconnected from the body of the oxygenator in the point where the valve is glued to the oxygenator. The investigation confirmed that the valve sub-assembly was not properly bonded to its seat on the oxygenator body. Sorin group italia determined that the most likely root caused was due to a malfunction of the gluing dispenser. To avoid recurrence, dosing parameters and positioning of components to be glued in the gluing dispenser were optimized and an additional visual inspection was implemented. A review of the DHR revealed that the unit successfully passed the in-process leak test, and a complaint history review for this type of issue found that it has only occurred on two units over the past three years. This MDR has been already submitted july 10, 2018 and resubmitted due to missing 3rd acknowledgment.